Manufacturer narrative:
A complaint of the tubing coming apart was received from the customer. One sample was returned for investigation. Through visual inspection, the defect was confirmed. The tubing had separated at the y-site port. A device history record review for model 2420-0007 lot number 21103277 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an insufficient amount of solvent added to the union site of the tubing and smart site port. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd alaris¿ pump module smartsite¿ infusion set, the tubing component separated. There was no report of patient impact. The following information was provided by the initial reporter: "this evening I was given tubing by an rn. She had just made new tubing and connected it to a patient. The alaris tubing came apart at the area circled below. The patient was being held by her father at the time and the tubing was not tugged or pulled."

Event description:
It was reported that while using the bd alaris¿ pump module smartsite¿ infusion set, the tubing component separated. There was no report of patient impact. The following information was provided by the initial reporter: "this evening I was given tubing by an rn. She had just made new tubing and connected it to a patient. The alaris tubing came apart at the area circled below. The patient was being held by her father at the time and the tubing was not tugged or pulled."

Manufacturer narrative:
A complaint of the tubing coming apart was received from the customer. One sample was returned for investigation. Through visual inspection, the defect was confirmed. The tubing had separated at the y-site port. A device history record review for model 2420-0007 lot number 21103277 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 13oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an insufficient amount of solvent added to the union site of the tubing and smart site port. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd alaris¿ pump module smartsite¿ infusion set, the tubing component separated. There was no report of patient impact. The following information was provided by the initial reporter: "this evening I was given tubing by an rn. She had just made new tubing and connected it to a patient. The alaris tubing came apart at the area circled below. The patient was being held by her father at the time and the tubing was not tugged or pulled."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: h.6. Investigation summary: material number was changed from 2420-0007 to 2426-0500. A complaint of the tubing coming apart was received from the customer. One sample was returned for investigation. Through visual inspection, the defect was confirmed. The tubing had separated at the y-site port. A device history record review for model 2426-0500 lot number 21103277 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 13oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an insufficient amount of solvent added to the union site of the tubing and smart site port. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.